Manufacturer narrative:
Additional information provided b5, h6 updated. The investigation completed. No product was returned. Major bleed: the cause of major bleed cannot be determined since insufficient clinical details were provided. Infection: the root cause of the injury was unable to be determined due to insufficient clinical details. The device history review was completed and passed all post sterile inspection checks.

Event description:
Additional information was provided. The patient developed a graft infection post impella removal from the axillary artery. The patient was brought back to the operating room to get the graft removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient experienced major bleeding during impella 5.5 support. It was noted that there was an unknown source of bleeding. One unit of blood was administered. Later the patient was successfully explanted and survived.